Event description:
It was reported that during the upgrade procedure of the device, during removal, the physician noted that the setscrew appeared to get turned or flipped. The physician attempted to remove the grommet to fix the setscrew but was unsuccessful. The device was explanted and replaced. Also during the implant attempt of the lead, the patient had very narrow veins and the lead could not be advance beyond the narrowing. The lead was not used and no lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. However, the returned device indicated a damaged grommet. Concomitant: 4076 lead, implanted 2012-(B)(6); 638rl26 heart ring, implanted 2009-(B)(6). (B)(4)